Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. There was a leak from the needle cartridge inside the instrument. The volume of the leak was about 2 ml and was not contained within the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer noticed a clog in a check valve on the needles bellow drainage. The customer replaced the check valve and the instrument ran without leaks. (B)(4).